Event description:
On 23apr2025 the customer reported erroneous elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 440520) patient results were generated on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (s/n) (B)(6). Upon repeat on another instrument, the samples results were lower. Customer only reported that at least three (3) patients were affected with false elevated values on various days in the last two weeks. Customer did not provide any dates or results. No patient results were provided for review. The customer reported that treatments were provided to some patients. Further information was requested by the customer technical support (cts) but customer did not provide further information regarding the treatment provided and it is unknown how many patients were impacted (at least three per customer verbal report). System check performed on 19apr2025 and 12apr2025 passed within specifications. Calibration passed on 24mar2025 with reagent lot 440520 and calibrator lot 439487. The cts found that quality controls (qc) results showed significant flyers, indicating a potential issue with the instrument. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. A field service engineer (fse) was dispatched to customer site on 24apr2025. No issues with any sample integrity were reported by the customer. Samples were plasma with gel barrier, there are no notes about quality concerns with the samples. Customer cut-off value for critical troponin I is 40 pg/ml (all patients - male and female).

Manufacturer narrative:
A1: the full patient identifier is (B)(6). The exact number of patients involved was not provided. A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No issues with sample integrity were reported by the customer. The customer technical support (cts) found that the quality controls (qc) results showed significant flyers, indicating a potential issue with the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced multiple parts to resolve the issue: the mix belt pn (386214), mix belt bearings, wash wheel clips, aspirate probe tubing, aspirate probes (8409b), substrate probe (pn 7143c) and the pipettor (pn 6071). Then the fse performed system check with good results, quality controls (qc) with no issues and a ten (10) test precision run with qc level 3 and all came in range. Instrument left operational. The customer did not report further concern with the hstni assay. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Manufacturer narrative:
D1, d2 and d4 sections were corrected with analyzer information (not assay's information) since the hardware malfunction caused the erroneous results. H4: device manufacture date was updated to match with the analyzer manufacture date (not the reagent's manufacture date).